Manufacturer narrative:
Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular lead dislodged which was confirmed on chest xray. The atrial lead had no capture during in office interrogation and was confirmed to be dislodged on chest x-ray. Both leads were explanted and not replaced as the patient does not meet the indication for a defibrillator at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.